Event description:
Reporter indicated a normal mode diagnostic test at a routine office visit resulted in high lead impedance indicating a possible lead malfunction. X-rays review by MFR did not reveal any obvious discontinuities. No serious injury was reported.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.